Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: during investigation, there were multiple consecutive unexplained pump reboots. The battery compartment and cap were undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions during the time of investigation. The ¿no power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no moisture corrosion found to the printed circuit board.